Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 653mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. It was stated that the customer changed the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.